Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a surgical procedure, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited an unknown duration of pacing inhibition during cautery use. This product remains implanted and in service. No adverse patient effects were reported.